Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. Reportedly, the rewind step took 5 minutes to complete. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data did not find any records of motor related issue. On investigation, the pump powered up to the verify screen with the appropriate audible and vibratory functions. A rewind/load/prime sequence and a 24 hour pump exercise were executed without any incidents. The pump was opened and the motor assembly was removed to further investigate, no defect was found. The investigation was unable to reproduce the reported motor rewind issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.